Manufacturer narrative:
Additional information received from the initial reporter on 28 november 2016 and includes: during a visit for pain, the surgeon detected through x-rays an evolutive pericotyloid edging which testified a probable micro-mobility. Additional information received from the initial reporter on 16 december 2016 and includes: the visit for pain took place on (B)(6) 2016. During primary surgery, the surgeon reamed 54 mm and implanted a 52 mm versafitcup. The revision surgery was performed in anterior path, it was implanted a 56 mm versafitcup while the stem was fixed and left in place. Liner and head were explanted. The surgeon used a cone for a 22 mm diameter head. The surgeon used a screw to fix the cup even if the pressfit was good. The surgery was completed successfully. On 22 the medical affairs director performed a clinical evaluation and commented as follows: cup revision in cementless tha after 8 months. In the supplied radiograph, the acetabular seat appears oversized, and the acetabular bone rather dense. The dense bone may have deflected the acetabular reamer during preparation, or because of an excessive pressfit a larger reamer could have been used. Another possibility is that the cup migrated cranially immediately after surgery, but this cannot be verified. The cause for revision is most probably lack of initial press fit, likely not a defective device. Batch review performed on 22 december 2016. Lot 155813: (B)(4) item manufactured and released on 22 february 2016. Expiration date: 2021-01-27. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Additional information received from the initial reporter on 23 december 2016 and includes: during revision the cup was loosened. Device not yet received.

Manufacturer narrative:
On 02 march 2017 the r&d project manager performed a visual inspection of the returned items and commented as follows: the pieces were analyzed. In the ceramic ball head there were signs on the internal tapered surface, most probably due to the connection with the stem. The cup showed a ha coating partially absorbed, while in some points of the macrostructures there was a few fibrotic tissue. In the inner cup the tapered surface was slightly marked, while the bottom showed some scratches, probably occurred during the revision surgery. The ceramic liner showed some slight signs on the taper, on the rims and in the bottom, probably due to the removal. From the received pieces there are no evident reasons to suppose a failure of the device.

Manufacturer narrative:
Not yet explanted.

Event description:
Revision planned due to radiolucency around the cup and no press-fit. No mobilization cup was seen from the x-rays.